Manufacturer narrative:
One cadd ms3 pump was returned for analysis in good condition. Accuracy testing was performed; no discrepancies found. Further investigation of the pump was performed and found that there was no issue with the continuous rate; no problem found. Based on the evidence there was no root cause as the complaint was not confirmed.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump experienced programming issue. It was reported that the patient had two continuous rates set up on pump and at 1am the pump rate will be 0.0ml/hr. It was reported that the pump was replaced. Reported that infusion is life-sustaining. No patient consequences were reported. No adverse effects.